Manufacturer narrative:
G2: country of origin is portugal. B3: event date is asked but unknown; hence notified date is considering as event date. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having transforaminal lumbar interbody fusion spinal therapy at l5-s1. It was reported that a broken screw was detected in s1 on the right. The broken screw was identified while the implants remained in place, and the specific batch of the broken screw was not determined. There were unknown patient symptoms or complications reported as a result of this event. Additional information received from the manufacturer representative that there are currently no plans to perform revision surgery to replace the broken screw in s1 on the right.